Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year 5 months post implant of this 27mm mitral bioprosthetic valve was explanted and replaced with a 27mm mitral bioprosthetic valve due to endocarditis with vegitation on the anterior leaflet of the valve, along with significant stenosis and severe pulmonary artery hypertension. There were no additional adverse patient effects reported.

Manufacturer narrative:
Medtronic received additional information that blood cultures confirmed that the device was explanted due to endocarditis enterococcus faecalis, with vegetation. The sterilization process used by medtronic utilities a bbg solution which has an anti-microbial kill on the microorganisms such as enterococcus. The reported organism can be rendered non-viable to the sterilization process during manufacturing. In addition, medtronic performed a review of the device history record and sterility lot of this device. There were no correlations / issues identified regarding manufacturing. There were no deviations noted against the device. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Based on the sterility lot review, no issues were identified regarding the sterilization process. Therefore, it was highly unlikely that the organism originally came from the device and/or manufacturing valve process. No allegations were made relating the valve or its function to the pulmonary artery hypertension. With the information available, there is no relationship between the device and the pulmonary artery hypertension can be established. Based on the information received it does not reasonably suggest that the device caused/contributed to the reported event. If information is provided in the future, a supplemental report will be issued.